Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: product was returned with dried blood-like substance in the balloon. The inner shaft was separated at the tack weld and the separated inner shaft was not returned. The balloon had a complete circumferential tear. The balloon was longitudinally torn originating from the circumferential tear and extending 12 mm distally. The distal side of the balloon was bunched up. There was no evidence of any material or manufacturing deficiencies that could have contributed to this complaint. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) treatment procedure a balloon rupture and balloon detachment occurred. The 90 percent stenosed target lesion was the located in the moderately tortuous, antebrachium, shunt. The 6.0mm x 40/40 (4f) f/g sterling over the wire (otw) balloon catheter was advanced to the lesion. On the fourth inflation the balloon reached 14 atms and ruptured. Severe resistance was encountered when removing the device. The physician thought the balloon catheter was stuck in the sheath, so the catheter and sheath were removed as a unit. Following removal, it was noted that the balloon detached from the catheter and remained in the patient. The detached portion of the balloon was surgically removed. No patient complications were reported and the patient's current condition is good.